Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. There was a hole found in the unexposed portion of the soft cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 25.2 mmol/l (454 mg/dl) after wearing the pod between 24 and 36 hours on the hip/buttocks. The adhesive was reportedly wet and the patient could smell insulin. As treatment, a new pod was applied.